Event description:
It was reported that the patient was diagnosed with endocarditis. Device was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.